Event description:
It was reported that the user awoke to a low glucose alert indicating 50 mg/dl, treated the event with oral glucose in the form of sports drink and glucose tablets, and returned to target range after approximately three hours; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with confusion/disorientation and sweating. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and no specific device malfunction or component issue could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.